Event description:
I have a capsular collapse in the right breast implant and my left implant is getting hard to the touch and causing pain. I have the natrelle silicone filled implants. FDA safety report ID# (B)(4).